Event description:
(B)(4). Essure was implanted in 2009, not long after I started to notice I didn't feel very good. I had very low energy, hair loss, my sex drive was gone, I would get upset very easily, very painful intercourse, depressed, painful ovulation, ultrasound found fluid stuck in fallopian tubes, extreme bloating and constipation, pelvic spasms and pain throughout the month not just during cycle, brain fog, heel pain, itchy shins with no rash or hives, weight gain, minimal and difficult weight loss (no inches), and lots of clots during menstrual. These symptoms did not all start at once, they gradually came on. All blood labs showed hormones normal and all others normal as well. I asked about getting my tubes tied for permanent birth control. Active duty at the time of implant. Essure device was encouraged by obgyn after my second child. I did not know they were nickel. I also never got an appt to check on how the essure was performing after tubes were confirmed closed.